Manufacturer narrative:
Ntaneous case was reported by a lawyer and describes the occurrence of device breakage ("device breakage"), fallopian tube perforation ("perforation: fallopian tube/failure to occlude (close) fallopian tube/ perforation of left fallopian tube"), device dislocation ("there may have been an improper placement of one of the essure coils/ possible wrong position of essure coil/ coils coming slightly into uterine cavity bilaterally") and genital haemorrhage ("abnormal bleeding (general)") in a 41-year-old female patient who had essure (batch no. 958712) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device monitoring procedure not performed "patient did not undergo essure confirmation test". The patient's past medical history included attention deficit disorder, anxiety and depression. Previously administered products included for an unreported indication: depo provera in 2002 and oral contraceptive nos from 1990 to 2001. Concurrent conditions included overweight, paratubal cyst, ovarian cyst, endometriosis, hemihypoesthesia, bell's palsy, otitis and endometriosis. Concomitant products included clonazepam (klonopin), fluoxetine hydrochloride (prozac) and simvastatin. In 2012, the patient experienced vaginal haemorrhage ("abnormal bleeding (vaginal)"), menorrhagia ("menorrhagia"), female sexual dysfunction ("apareunia (inability to have sexual intercourse"), migraine ("migraines"), headache ("headaches"), dysmenorrhoea ("dysmenorrhea (cramping)"), dyspareunia ("dyspareunia (painful sexual intercourse)"), weight increased ("weight gain"), alopecia ("hair loss") and vulvovaginal mycotic infection ("bladder or urinary problems or changes : yeast infection"). On (B)(6) 2012, the patient had essure inserted. On an unknown date, the patient experienced device breakage (seriousness criteria medically significant and intervention required), fallopian tube perforation (seriousness criteria medically significant and intervention required), device dislocation (seriousness criteria medically significant and intervention required), genital haemorrhage (seriousness criterion medically significant), bladder disorder ("bladder problems"), urinary tract disorder ("urinary problems or changes"), pelvic pain ("pain") and fatigue ("fatigue"). The patient was treated with ciprofloxacin (cipro), levofloxacin (levaquin), surgery (B)(6) 2013 (bilateral salpingectomy), surgery (B)(6) 2013 (bilateral salpingectomy)) and surgery ((bilateral salpingectomy)). Essure was removed on (B)(6) 2013. At the time of the report, the device breakage, fallopian tube perforation, device dislocation, vaginal haemorrhage, menorrhagia, female sexual dysfunction, bladder disorder, urinary tract disorder, migraine, dysmenorrhoea, fatigue, weight increased, alopecia and vulvovaginal mycotic infection outcome was unknown and the genital haemorrhage, headache, dyspareunia and pelvic pain had resolved. The reporter considered alopecia, bladder disorder, device breakage, device dislocation, dysmenorrhoea, dyspareunia, fallopian tube perforation, fatigue, female sexual dysfunction, genital haemorrhage, headache, menorrhagia, migraine, pelvic pain, urinary tract disorder, vaginal haemorrhage, vulvovaginal mycotic infection and weight increased to be related to essure. The reporter commented: it was reported that the coil that was noticed on the patient's left side was removed. The coil in the right tube came out with the tube. The blood clot associated with the left ovary ovulation was removed as well. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 27.5 kg/sqm. Hysterosalpingogram - on an unknown date: one has a leak so it wasn't effective (B)(6) 2012:pregnancy urine ucg: negative. (B)(6) 2013 possible hsg to fallow up showed tubal potency possible tubal laceration quality-safety evaluation of ptc: unable to confirm complaint . Most recent follow-up information incorporated above includes: on 2-aug-2018: quality safety evaluation of product technical complaint. Incident: at the time of reporting, there is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of fallopian tube perforation ("perforation: fallopian tube/failure to occlude (close) fallopian tube/ perforation of left fallopian tube"), device dislocation ("there may have been an improper placement of one of the essure coils/ possible wrong position of essure coil"), device breakage ("device breakage") and genital haemorrhage ("abnormal bleeding (general)") in a 41-year-old female patient who had essure (batch no. 958712) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device monitoring procedure not performed "patient did not undergo essure confirmation test". The patient's concurrent conditions included overweight, paratubal cyst, ovarian cyst and endometriosis. On (B)(6) 2012, the patient had essure inserted. On an unknown date, the patient experienced fallopian tube perforation (seriousness criteria medically significant and intervention required), device dislocation (seriousness criteria medically significant and intervention required), device breakage (seriousness criteria medically significant and intervention required), genital haemorrhage (seriousness criterion medically significant), vaginal haemorrhage ("abnormal bleeding (vaginal)"), menorrhagia ("menorrhagia"), female sexual dysfunction ("apareunia (inability to have sexual intercourse"), bladder disorder ("bladder problems"), urinary tract disorder ("urinary problems or changes"), migraine ("migraines"), headache ("headaches"), dysmenorrhoea ("dysmenorrhea (cramping)"), dyspareunia ("dyspareunia (painful sexual intercourse)"), pelvic pain ("pain"), fatigue ("fatigue"), weight increased ("weight gain") and alopecia ("hair loss"). The patient was treated with surgery (B)(6) 2013 (bilateral salpingectomy)), surgery ((bilateral salpingectomy)) and surgery (B)(6) 2013 (bilateral salpingectomy)). Essure was removed on (B)(6) 2013. At the time of the report, the fallopian tube perforation, device dislocation, device breakage, vaginal haemorrhage, menorrhagia, female sexual dysfunction, bladder disorder, urinary tract disorder, migraine, dysmenorrhoea, fatigue, weight increased and alopecia outcome was unknown and the genital haemorrhage, headache, dyspareunia and pelvic pain had resolved. The reporter considered alopecia, bladder disorder, device breakage, device dislocation, dysmenorrhoea, dyspareunia, fallopian tube perforation, fatigue, female sexual dysfunction, genital haemorrhage, headache, menorrhagia, migraine, pelvic pain, urinary tract disorder, vaginal haemorrhage and weight increased to be related to essure. The reporter commented: it was reported that the coil that was noticed on the patient's left side was removed. The coil in the right tube came out with the tube. The blood clot associated with the left ovary ovulation was removed as well. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 27.5 kg/sqm. Most recent follow-up information incorporated above includes: on (B)(6) 2018: reporters added. Concomitant disease was added. Added there may have been an improper placement of one of the essure coils. Updated events. Incident: at the time of reporting, there is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of fallopian tube perforation ("perforation: fallopian tube/failure to occlude (close) fallopian tube") and genital haemorrhage ("abnormal bleeding (general)") in a (B)(6) female patient who had essure (batch no. 958712) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device monitoring procedure not performed "patient did not undergo essure confirmation test". The patient's concurrent conditions included overweight. On (B)(6) 2012, the patient had essure inserted. On an unknown date, the patient experienced fallopian tube perforation (seriousness criteria medically significant and intervention required), device breakage ("device breakage") (seriousness criterion intervention required), genital haemorrhage (seriousness criterion medically significant), vaginal haemorrhage ("abnormal bleeding (vaginal)"), menorrhagia ("menorrhagia"), female sexual dysfunction ("apareunia (inability to have sexual intercourse"), bladder disorder ("bladder problems"), urinary tract disorder ("urinary problems or changes"), migraine ("migraines"), headache ("headaches"), dysmenorrhoea ("dysmenorrhea (cramping)"), dyspareunia ("dyspareunia (painful sexual intercourse)"), pelvic pain ("pain"), fatigue ("fatigue"), weight increased ("weight gain") and alopecia ("hair loss"). The patient was treated with surgery ((B)(6) 2013(bilateral salpingectomy)). Essure was removed on (B)(6) 2013. At the time of the report, the fallopian tube perforation, device breakage, vaginal haemorrhage, menorrhagia, female sexual dysfunction, bladder disorder, urinary tract disorder, migraine, dysmenorrhoea, fatigue, weight increased and alopecia outcome was unknown and the genital haemorrhage, headache, dyspareunia and pelvic pain had resolved. The reporter considered alopecia, bladder disorder, device breakage, dysmenorrhoea, dyspareunia, fallopian tube perforation, fatigue, female sexual dysfunction, genital haemorrhage, headache, menorrhagia, migraine, pelvic pain, urinary tract disorder, vaginal haemorrhage and weight increased to be related to essure. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 27.5 kg/sqm. Most recent follow-up information incorporated above includes: on 28-feb-2018: pfs received: reporter information, patient details, other relevant history, lab data, product information, were added and event ¿severe physical injuries¿ updated with events s- perforation: fallopian tube/failure to occlude (close) fallopian tube, device breakage, abnormal bleeding (general), abnormal bleeding (vaginal), menorrhagia, apareunia (inability to have sexual intercourse, bladder problems, urinary problems or changes, migraines, headaches, dysmenorrhea (cramping), dyspareunia (painful sexual intercourse), pain, fatigue, weight gain. Hair loss, device monitoring procedure not performed. Essure legal manufacture has changed from bayer healthcare, llc, milpitas to bayer pharma ag, berlin, and this report is being submitted as a follow up to a previous report submitted under the former legal manufacturer. Report type ¿initial¿ indicates here initial submission by the new legal manufacturer only. Incident: at the time of reporting, there is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
Spontaneous case was reported by a lawyer and describes the occurrence of fallopian tube perforation ("perforation: fallopian tube/failure to occlude (close) fallopian tube/ perforation of left fallopian tube"), device dislocation ("there may have been an improper placement of one of the essure coils/ possible wrong position of essure coil/ coils coming slightly into uterine cavity bilaterally"), device breakage ("device breakage") and genital haemorrhage ("abnormal bleeding (general)") in a (B)(6) year-old female patient who had essure (batch no. 958712) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device monitoring procedure not performed "patient did not undergo essure confirmation test". The patient's past medical history included attention deficit disorder, anxiety and depression. Previously administered products included for an unreported indication: depo provera in 2002 and oral contraceptive nos from 1990 to 2001. Concurrent conditions included overweight, paratubal cyst, ovarian cyst, endometriosis, hemihypoesthesia, bell's palsy, otitis and endometriosis. Concomitant products included clonazepam (klonopin), fluoxetine hydrochloride (prozac) and simvastatin. On (B)(6) 2012, the patient had essure inserted.in 2012, the patient experienced vaginal haemorrhage ("abnormal bleeding (vaginal)"), menorrhagia ("menorrhagia"), female sexual dysfunction ("apareunia (inability to have sexual intercourse"), migraine ("migraines"), headache ("headaches"), dysmenorrhoea ("dysmenorrhea (cramping)"), dyspareunia ("dyspareunia (painful sexual intercourse)"), weight increased ("weight gain"), alopecia ("hair loss") and vulvovaginal mycotic infection ("bladder or urinary problems or changes : yeast infection"). On an unknown date, the patient experienced fallopian tube perforation (seriousness criteria medically significant and intervention required), device dislocation (seriousness criteria medically significant and intervention required), device breakage (seriousness criteria medically significant and intervention required), genital haemorrhage (seriousness criterion medically significant), bladder disorder ("bladder problems"), urinary tract disorder ("urinary problems or changes"), pelvic pain ("pain") and fatigue ("fatigue"). The patient was treated with ciprofloxacin (cipro), levofloxacin (levaquin), surgery ((bilateral salpingectomy)) and surgery ((B)(6) 2013(bilateral salpingectomy)). Essure was removed on (B)(6) 2013. At the time of the report, the fallopian tube perforation, device dislocation, device breakage, vaginal haemorrhage, menorrhagia, female sexual dysfunction, bladder disorder, urinary tract disorder, migraine, dysmenorrhoea, fatigue, weight increased, alopecia and vulvovaginal mycotic infection outcome was unknown and the genital haemorrhage, headache, dyspareunia and pelvic pain had resolved. The reporter considered alopecia, bladder disorder, device breakage, device dislocation, dysmenorrhoea, dyspareunia, fallopian tube perforation, fatigue, female sexual dysfunction, genital haemorrhage, headache, menorrhagia, migraine, pelvic pain, urinary tract disorder, vaginal haemorrhage, vulvovaginal mycotic infection and weight increased to be related to essure. The reporter commented: it was reported that the coil that was noticed on the patient's left side was removed. The coil in the right tube came out with the tube. The blood clot associated with the left ovary ovulation was removed as well. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 27.5 kg/sqm. Hysterosalpingogram - on an unknown date: one has a leak so it wasn't effective (B)(6) 2012:pregnancy urine ucg: negative (B)(6) 2013:possible hsg to fallow up showed tubal potency possible tubal laceration most recent follow-up information incorporated above includes: on 12-jun-2018: plaintiff fact sheet & medical record received:event yeast infection was added. Lab data updated. Concomitant & historical conditions, drugs were added. Product, patient & reporter information updated. Incident at the time of reporting, there is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.